Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke after insertion and plastic body cracked. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Sensor did not connect to insulin pump. The device was not expected to be returned for analysis.